Event description:
The customer reported intermittent collimator iris errors. No pt injury was reported.

Manufacturer narrative:
A ge rep is evaluating the system. No repair status of this system has been reported. This MDR is related to ge healthcare complaint.